Event description:
It was reported that a loss of telemetry monitoring occurred for six pts for approximately 3 hours due to a presumed hardware failure. The affected pts were put under observation by staff, but no alternative monitoring was available. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.

Manufacturer narrative:
A 510k # is based on the software version installed.